Manufacturer narrative:
Additional information received indicated that the defect was found after the instrument was being used and they removed it from operation immediately. No harm was caused. Roto cam (product ID: 625202) was not returned for evaluation; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The roto-cam superscissor (625202) was returned for evaluation: failure analysis - the returned scissors were received in used condition with the blades stuck due to damage to the handle as well as misaligned blades due to rough handling/wear. The handle was partially disconnected and prevented control of the scissor blades. Scissors could not be opened or closed properly. No manufacturing, workmanship, or material deficiency has been identified. Root cause - evaluation determined that the complaint reported by the customer was confirmed. The returned scissors were in used condition with the blades stuck due to damage to handles and blades. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that roto-cam (625202) scissor was stuck and therefore the tissue could not be cut off. There was no patient injury and no delay in surgery.